Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that had post sensed t wave oversensing on the ventricular lead. The patient did not receive therapy and the oversensing was noted on the stored electrocardiogram. Technical services discussed changing the post sensed threshold start and sense refractory and decreasing the sensitivity settings.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.